Event description:
It was reported that a discrepancy in the insulin gauge display showing a different amount than expected. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and did not fall below 54 mg/dl during these events. To resolve the issue, the customer loaded a new cartridge, and technical support provided guidance on accessing an in-app resource for further assistance with the cartridge fill and load process. The caller acknowledged this and was advised to call back for troubleshooting if the issue recurs.